Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report sleeve steering issues during positioning of the clip. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade 4. The steerable guide catheter (sgc) was advanced and the tip was close to the back wall; therefore, the direction was adjusted in the forward direction. The clip delivery system (cds) was inserted and the alignment markers were confirmed by the physician. When the cds was advanced and when the m knob was used, the clip moved in the opposite direction. There was no improvement even with adjustments made. The physician decided to replace the cds, a new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. No additional information was provided.